Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was able to duplicate the reported issue. The fse indicated that the automatic inflation failure was directly related to the expired safety disk. To address the issue the fse replaced the safety disk and performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. Full event site name: (B)(6) hospital.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp), had a failed automatic inflation. The patient needed iabp therapy to assist the heart due to poor cardiac function. Later on during use, when the patient's intra-aortic balloon had been successfully inserted, and when it was connected to the iabp to inflate, the machine displayed the following message "automatic inflation failed, safety disk replacement time". No patient injury or adverse event has been reported.